Event description:
It was reported that the pt experienced a loss of therapeutic effect, following a fall. The details of the fall were not known. No further details, pt symptoms or outcome were provided at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).